Event description:
A customer reported to beckman coulter, inc. (Bec) that they obtained erroneous low platelet (plt) results without instrument generated messages for one (1) patient. The results were obtained on a coulter lh 750 hematology analyzer. This patient sample previously had platelet clumping issues. Repeat analysis of the patient sample on the same instrument and an alternate instrument yielded higher plt results with instrument generated messages. Review of data provided also shows discrepant white blood cell (wbc) counts without instrument generated messages for the initial run and instrument generated cellular interference messages for sample reruns. Erroneous results were not reported out of the laboratory, thus did not have an effect on patient treatment.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls and reproducibility. Controls were run before and after the incident. Qc results were acceptable. Raw data was requested but has not been received. Root cause could not be determined for this event. Per labeling, platelet clumps are listed as known interfering substances for the wbc and platelet parameters.